Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the wavelinq endoavf system products that are cleared in the us. The pro code and 510 k number for the wavelinq endoavf system products are identified. As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 05/2023). Device not returned.

Event description:
It was reported through results of a clinical trial, approximately seven months and five days post endovascular arteriovenous fistula, the patient had an adverse event of stenosis between a and v radialis. It was further reported that re-intervention was performed and the procedure was successful. The current status of the patient was unknown.

Event description:
It was reported through results of a clinical trial, approximately seven months and five days post device implantation of endovascular arteriovenous fistula, the patient had an adverse event of stenosis between a and v radialis. It was further reported that re-intervention was performed and the procedure was successful. The current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device were not returned for evaluation. No specific device failure mode was alleged. The result of the investigation is confirmed for the reported patient stenosis adverse effects post arteriovenous fistula procedure. The definitive root cause for the reported patient stenosis adverse post arteriovenous fistula procedure could not be determined based upon the available information labeling review: the instruction for use for the wavelinq endoavf system was reviewed and contains the following information relevant to the reported event: indications the wavelinq¿ endoavf system is indicated for the creation of an arteriovenous fistula (avf) using concomitant ulnar artery and ulnar vein or concomitant radial artery and radial vein in patients with minimum artery and vein diameters of 2.0 mm at the fistula creation site who have chronic kidney disease and need hemodialysis. Cautions: 1. Only physicians trained and experienced in endovascular techniques, who have received appropriate training with the device, should use the device. Endovascular technique training and experience should include ultrasound vessel access in the arm, guidewire navigation, radiographic imaging, placement of vascular embolization devices (including embolization coils), and access hemostasis. Precautions: 8. Prior to the procedure, ensure that the access location, access vessels, and target avf location are of appropriate size to account for the devices during use. Oversizing the device to the access vessel may increase risk of vessel injury, which may result in stenosis and/or occlusion. Vessel injury may impact future dialysis access options and/or the ability to perform future endovascular procedures from the target access vessels. Users should consider the potential risk of distal arterial stenosis and/or occlusion on end stage renal disease patients when selecting vascular access sites for the procedure. 9. Adjunctive procedures are expected to be required at the time of the index procedure to increase and direct blood flow into the avf target outflow vein to assist maturation. Care should be taken to proactively plan for any adjunctive procedures, such as embolization coil placement, when using the device. Warnings: 3. The wavelinq¿ 4f endoavf system should not be used in patients who have known central venous stenosis or upper extremity venous occlusion on the same side as the planned avf creation. 4. The wavelinq¿ 4f endoavf system should not be used in patients who have a known allergy or reaction to any drugs/ fluids used in this procedure. 5. The wavelinq¿ 4f endoavf system should not be used in patients who have known adverse reactions to moderate sedation and/or anesthesia. 7. Do not use the device to create an endoavf using arterial access via the radial or ulnar artery. The endoavf should only be created using brachial artery access. 17. The puncture site should be closed and hemostasis should be achieved by manual compression per the instructions below. Use of closure devices with the wavelinq¿ 4f endoavf system may be associated with an increased risk of access site complications. 18. The wavelinq¿ endoavf system has only been evaluated for the creation of an avf between the ulnar artery and concomitant ulnar vein and between the radial artery and concomitant radial vein in the clinical studies described below. Contraindications ¿ known central venous stenosis or upper extremity venous occlusion on the same side as the planned avf creation. ¿ known allergy or reaction to any drugs/fluids used in this procedure. ¿ known adverse effects to moderate sedation and/or anesthesia. ¿ distance between target artery and vein > 1.5 mm. ¿ target vessels < 2 mm in diameter. Potential adverse events the known potential risks related to the wavelinq¿ endoavf system and procedure, a standard avf, and endovascular procedures may include, but are not limited to: aborted or longer procedure; additional procedures; bleeding, hematoma or hemorrhage; bruising; burns; death; electrocution; embolism; failure to mature; fever; increased risk of congestive heart failure; infection; numbness, tingling, and/or coolness; occlusion/stenosis; problem due to sedation or anesthesia; pseudoaneurysm; aneurysm; sepsis; steal syndrome or ischemia; swelling, irritation, or pain; thrombosis; toxic or allergic reaction; venous hypertension (arm swelling); vessel, nerve, or avf damage or rupture; wound problem. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the wavelinq endoavf system products that are cleared in the us. The pro code and 510 k number for the wavelinq endoavf system products are identified in d2 and g4. H10: d4 (expiry date: 05/2023), g3, h6 (method) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.